Event description:
It was reported that the tip of the pedicle probe broke off in the patient during pedicle preparation. The broken tip was retrieved with no resulting delay and no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium thoracic pedicle probe identified that the probe had fractured approximately at the 40mm graduation mark of the distal tip. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. Review of complaint trend analysis found no emerging trends. Although the root cause of tip breakage cannot be positively determined, results of scanning electron microscopy (sem) analysis showed evidence of plastic deformation propagating from the crack initiation site to the potential fracture termination, indicating a failure due to bending overload. No corrective action/preventive action (CAPA) is required as there has been no issue identified in the manufacturing or release of the device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.